Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a previous follow-up, an alert for high, out of range hv lead impedance was observed. The hv lead impedance was within normal range during this follow-up. Reprogramming was recommended. There were no adverse consequences.